Event description:
On (B)(6) 2007, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that follow-up imaging taken over a 6.5 year period showed good apposition of the devices with no issues. On (B)(6) 2014, follow-up imaging showed distal migration of 4 cm, a proximal type I endoleak, and no evidence of aneurysm enlargement. It was reported that the patient¿s proximal neck dilated, causing the trunk to lose apposition and migrate distally into the aneurysm sac. On (B)(6) 2014, an additional procedure was performed whereby three additional devices were implanted for proximal extension. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include coumadin, aspirin, metoprolol, losartin, digoxin, lasix, amlodipine, and prednisone.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).